Manufacturer narrative:
The surgeon stated that he may have used too much bone void filler for the application site. This could have caused excess bone void filler at the operation site and thus have the potential of migration into the surrounding soft tissue. This risk has been mitigated by the following statement in this system IFU. This is the first occurrence of migration for this type of application for this device. See scanned page.

Event description:
On (B)(6) 2013, the patient was seen during a routine 12 week post-op visit, and while the arthrodesis did not present any problems, the patient complained of feeling "something hard" in the mid-foot region, and found it difficult to bear weight on that foot. Upon further review it was determined that the implant particles migrated from the initial implant site into the soft tissue. On (B)(6) 2013, the migrated implant particles were removed from the soft tissue.